Manufacturer narrative:
This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) for an unknown reason. The patient was reimplanted with a new cochlear device on (B)(6) 2016. Additional information has been requested but not made available as of the date of this report.

Manufacturer narrative:
This report is filed on june 23, 2016.